Event description:
It was reported that "on (B)(6) 2025, according to the customer's feedback, when the syringe was routinely used to test the tightness of the dialysis tube before the patient was put on the machine for dialysis, the leak was found. After careful inspection of the joint, it was found that the luer hub/fitting has crack. This was used about 5 months. A new device was used to complete the procedure. There was no medical device intervention needed."

Manufacturer narrative:
(B)(4). The report of a cracked luer hub was confirmed through complaint investigation of the returned sample. The customer returned one con nector assembly with the compression cap for analysis. Visual analysis revealed a crack on the blue venous luer hub, and minor crazing on the red arterial luer hub. Deformation was also noted on both hubs. Severe discoloration was noted. No other defects or anomalies were observed on any other portion of the device. The returned device passed functional testing, and no leak was noted. Additional information was received. The patient condition is fine, and a new catheter was used to resolve the issue. No medical intervention was required. A device history record review was performed, and no relevant findings were identified. The engineering unit determined that the observed damage is consistent with damage due to alcohol exposure. Based on the customer report and the sample received, the probable cause is likely design related. Further investigation has been initiated under teleflex quality systems to evaluate this issue.

Event description:
It was reported that on (B)(6) 2025, according to the customer's feedback, when the syringe was routinely used to test the tightness of the dialysis tube before the patient was put on the machine for dialysis, the leak was found. After careful inspection of the joint, it was found that the luer hub/fitting has crack. This was used about 5 months. A new device was used to complete the procedure. There was no medical device intervention needed."

Manufacturer narrative:
(B)(4).